Event description:
The customer stated that insulin leaked from the reservoir into the insulin pump. The customer stated that the reservoir did not appear to have any cracks in it and the o-rings were in place. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.